Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 27th april 2011 and performed to specification up to the 8th march 2015. An increase in voltage was recorded during this time which suggests a further pad-pak was installed. The device recorded a self-test fail due to a low battery on the 15th march 2015. No further log entries were recorded. The returned pad-pak was inserted into the device and the device failed to power on. This would confirm the reported fault. A test pad-pak was inserted into the device, the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded for the shock. Investigation found the reported fault can be attributed to membrane failure due to corrosion. This resulted in an excess current drain which in turn depleted the installed pad-pak resulting in a self-test fail due to a low battery. This would account for the returned pad-pak being depleted beyond any use and unable to power on the device. This would confirm the reported fault. The fault could not be replicated with a good membrane fitted. Corrosion was observed on the membrane tail and on the device speaker which would indicate adverse storage conditions.